Event description:
It was reported that, "surgeon attempted to put the cap screw, trying to screw in the screw and broke the screwdriver in half."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.